Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx transobturator mid-urethral sling system during a procedure on (B)(6) 2009. According to the complainant, post-procedure, the patient experiences injuries including pain, scarring, adhesions, urinary and bowel dysfunction, infection and/or inflammation, foreign body reaction, erosion, contraction, hardening, nerve and soft tissue damage (specifics and date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.